Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated magnesium (mg) results generated from the architect on one patient. The results provided were: initial mg = 6.2mg/dl / repeated = 1.7mg/dl. A corrected report was issued to the physician. There was no treatment to the patient based on the initial result reported. There was no additional patient information provided.

Manufacturer narrative:
The abbott field service representative resolved the result issue by aligning the two mixers (alinity c-series mixer, list number 09d59-03) at the cuvette position. A review of the architect, serial number (B)(4) service history did not identify any contributing factors on or around the date of the complaint. There was no subsequent contact from the customer after the mixers were aligned. A review for similar complaints did not identify any additional complaints and no trend was found for the mixers. A review for similar complaints for the architect c8000 found none and no trends were identified. A labeling review found both the architect system operations manual and the c8000 service and support manual provides information regarding limitations of result interpretation, component alignment, and troubleshooting the described issue. Based on the investigation no product deficiency was identified for the mixer (list number 09d59-03) or the architect c8000 system.